Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. The device was advanced but resistance was felt. The device was removed from the patient's body and found the distal edge of the stent lifted. The procedure was completed with a non-boston scientific device. No patient complications were reported.